Event description:
It was reported that the 9000 system would fluoro and drive to maximum technique, but no video was present on left monitor. System reboot did not help. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose connection on j101 inside the camera housing. Repaired the connection and rerouted the cable to remove tension. The system was tested and found to be working as intended and placed back into service.